Event description:
Pt has complained of pain on movement.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the united states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.